Event description:
There was one resolute integrity drug eluting stent implanted during the index procedure in the rca. Two non-medtronic stents were also implanted in the rca. It was reported that there was evidence that the patient suffered stent thrombosis approx one week after the index procedure and required hospitalization and pci. Investigator indicated the event was definitely related to the study stent. No further complications were reported.

Manufacturer narrative:
(B)(4): evaluation, results: inherent risk of procedure (stent thrombosis).